Event description:
A report was received that a patient will have a pocket revision due to sensitivity and stimulation at the pocket site. Representatives determined that the ipg is functioning correctly but the patient is still experiencing stimulation at the pocket site. A date for the pocket revision has not been set.